Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Results of quality investigation performed on 05/16/2011 based on a similar complaint (patient identifier (B)(6) where packing says that the product is vented but it isn't.) Are as follows: the product was closely examined and it was confirmed that the yankauer suction instrument with vent as printed on unit pack was found to contain product yankauer suction instrument without vent. It was clearly observed that there was a difference in color between yankauer with vent (light blue green) and without vent (transparent). Review of the assembly record book revealed a total of 15 work order of yankauer with vent (3 work orders) and without vent (12 work orders) were loaded to assembly on the same date which could potentially lead to error where inappropriate supply incorrect products from inventory to production work centre. The discrepancy was not detected by assembly personnel and no verification was made of the products against the pick slip attached in the work order, thus resulted in incorrect products being packed and delivered to the customer. The error was only made known by the customer after receipt of the shipment. Review of retained sample for other lots of products manufactured from 11/2010 until 02/2011 confirmed that additional 2 lots (811022r002 and 811022r001) of yankauer with vent as printed on the pack is not the same product inside the pack. In conclusion, complaint was confirmed as per customer feedback and documentation review. Related personnel will be informed and appropriate corrective action will be taken to prevent future occurrences of similar types of defect.

Event description:
It is reported that the "packing says that the product is vented but it isn't".